Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not make ice. The user facility's biomedical engineer told field service rep (fsr) that the compressor was not turning. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.